Manufacturer narrative:
See MDR 1920664-2007-01484 for the intraocular lens used with this delivery device.

Event description:
The lens haptics broke during the insertion of the lens in the pt's eye. The doctor enlarged the incision to remove and replace the lens.